Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and email. A completed questionnaire was received on 07/31/2015. (B)(4)

Event description:
A nurse reported that a patient had an intraocular lens (iol) implanted approximately (B)(6) ago in another country. She presented for a follow up in the united states, and the current surgeon noted that the lens was malpositioned and that the posterior capsular bag was damaged. The current surgeon took the patient to surgery and removed the lens and sewed another lens into a satisfactory position. In a follow up, an ophthalmic assistant indicated that the surgeon does not blame the iol for the reported event and the event resolved after the surgical repositioning.